Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient experienced vaginal disorder ("recurring vaginosis"). In 2012, the patient experienced back pain ("back pain"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency") and vaginal discharge ("smelly discharge"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular periods") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: currently menopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and emotional distress ("emotional anguish"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy and bilateral salpingectomy) . Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fatigue was resolving, the menorrhagia, abdominal pain, vaginal haemorrhage, menstruation irregular, weight increased, vaginal disorder, back pain, bladder pain, micturition urgency, vaginal discharge, pain, emotional distress, female sexual dysfunction, dyspareunia and premature menopause outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter provided no causality assessment for back pain, bladder pain, insomnia, menstruation irregular, micturition urgency, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased with essure (ess205). The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain and premature menopause to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: satisfactory placement both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received: new events: apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: currently menopausal, reporter information were added and event outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal disorder ("recurring vaginosis"). In 2012, the patient experienced back pain ("back pain"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency") and vaginal discharge ("smelly discharge"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular periods"), weight increased ("weight gain") and insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), pain ("physical pain") and emotional distress ("emotional anguish"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menstruation irregular, weight increased, vaginal disorder, back pain, bladder pain, micturition urgency, vaginal discharge, dysmenorrhoea, menorrhagia, pain and emotional distress outcome was unknown. The reporter provided no causality assessment for back pain, bladder pain, insomnia, menstruation irregular, micturition urgency, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased with essure (ess205). The reporter considered abdominal pain, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: satisfactory placement both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal disorder ("recurring vaginosis"). In 2012, the patient experienced back pain ("back pain"), bladder pain ("bladder pain"), micturition urgency ("bladder urgency") and vaginal discharge ("smelly discharge"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular periods"), weight increased ("weight gain") and insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menstruation irregular, weight increased, vaginal disorder, back pain, bladder pain, micturition urgency, vaginal discharge, dysmenorrhoea, menorrhagia, pain and anxiety outcome was unknown. The reporter provided no causality assessment for back pain, bladder pain, insomnia, menstruation irregular, micturition urgency, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased with essure (ess205). The reporter considered abdominal pain, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: satisfactory placement both coils, full occlusion most recent follow-up information incorporated above includes: on 11-may-2018: new reporter lawyer was added; essure indication added; essure model was changed to 205; insertion date was updated from 2007 to (B)(6) 2006; removal date was on (B)(6) 2015; lab data provided; dysmenorrhea, menorrhagia, pelvic pain, heavy bleeding, physical pain and emotional anguish were added as event. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.